Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Product evaluation pending. Issue is being reported as alert could not be cleared by operator.

Manufacturer narrative:
(B)(4). This was originally reported as a self-test failure by the customer. Patient use event discovered during device investigation.

Event description:
It has been reported that the AED did not pass self diagnostic check. Upon receiving device, it has been determined that this device was involved in a patient use event.